Event description:
A facility representative reported as lens faulty (not haptic) / lens could not be used, lens scratched in delivery system. Lens had to be removed and replaced. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).